Event description:
It was reported that there was a lead warning due to low impedances. It was also reported that the unipolar impedance was higher than bipolar impedance and the threshold increased on the lead. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.